Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician replaced the internal battery to correct the issue. The field service technician reports that the suspect device has been returned to the customer and the suspect component is not available for return to carefusion's failure analysis lab.

Event description:
The field service technician reported the model ltv (lap top) 1000 ventilator battery would not pass the battery run-down test. This was found in service thus there is no patient involvement.